Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set, the safety mechanism failed and the spring inside the barrel came out. No patient or user impact reported.

Manufacturer narrative:
D2a: common device name: blood specimen collection device; intravascular administration set. D.2. Medical device type: one additional code applies; jka h.6. Investigation summary: "material #: 367364 lot/batch #: 3090472 bd received fifty (50) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for spring popping out with the incident lot was not observed as all product specifications were met. Additionally, ten (10) returned samples were taken and retracted, none of the springs popped out. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of spring popping out during use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.